Manufacturer narrative:
The event of unable to reach rep, dissatisfied patient was reported to abbott. Patient was reprogrammed. The patient was met with and given an additional program. Patient has experienced weight loss. The existing ipg has become uncomfortable. Patient is requesting a new ipg and to remove the recharge burden. Surgery has not been scheduled. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient was experiencing discomfort at the site of the ipg. Surgical intervention may be undertaken at a later date to address the issue.